Event description:
It was reported that the fiber tip was loose. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was sunken into the metal cap, indicating a glue failure occurred. The metal cap exhibited severe debris adhesion on its surface, indicating that the tip was buried into tissue during use. Burying the tip into tissue can cause reduced/no fluid flow by which to cool the fiber tip, thereby causing the fiber to overheat. It is likely that the fiber overheated causing a glue failure to occur and the tip to sink into the metal cap. Additionally, the outer flow tube overlaying the glass tip appeared damaged and the red indicator was misaligned with the output window. It is likely that the user applied excessive force on the fiber causing the red indicator to rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. A forward firing test was conducted and indicated that the rate was below the threshold for potential patient harm. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. A conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that the fiber tip was loose. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Corrected content in section h11. Additional MFR narrative upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was sunken into the metal cap, indicating a glue failure occurred. The metal cap exhibited severe debris adhesion on its surface, indicating that the tip was buried into tissue during use. Burying the tip into tissue can cause reduced/no fluid flow by which to cool the fiber tip, thereby causing the fiber to overheat. It is likely that the fiber overheated causing a glue failure to occur and the tip to sink into the metal cap. Additionally, the outer flow tube overlaying the glass tip appeared damaged and the red indicator was misaligned with the output window. It is likely that the user applied excessive force on the fiber causing the red indicator to rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. A forward firing test was conducted and indicated that the rate was below the threshold for potential patient harm. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. A conclusion code of unintended use error caused or contributed to the event was assigned to this investigation. A risk review was completed and confirmed that the event was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the fiber tip was loose. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber tip was loose. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.